Event description:
It was reported that the customer had a radio frequency programmable integrated circuit failed self test on the insulin pump. Customer's blood glucose was 148 mg/dl. Insulin pump will need to be replaced. Customer was asked verbally and in written form to return the pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with error alarm during self-test due to faulty connector on remote frequency board. The insulin pump had cracked case at display window corner.